Manufacturer narrative:
Multiple attempts were made to gather information from the physician. No additional information is expected.

Event description:
The physician reported that he had implanted the device approximately a year ago. The patient had been experiencing a decline in hearing. A revision surgery was performed. The physician reported that the head had separated from the silicone that holds it on the shaft.